Event description:
It was reported that while the getinge sales representative was using the cardiosave intra-aortic balloon pump (iabp) as a demo unit, it was discovered that a fiber optic module sensor failure occurred and the iabp wouldn¿t function. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The full name of the initial reporter named is (B)(6).

Event description:
It was reported that while the getinge sales representative was using the cardiosave intra-aortic balloon pump (iabp) as a demo unit, it was discovered that a fiber optic module sensor failure occurred and the iabp wouldn¿t function. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp and was able to verify the reported issue. To address the issue, the stm replaced the fiber optic module and verified function. A pm was performed and all functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that while the getinge sales representative was using the cardiosave intra-aortic balloon pump (iabp) as a demo unit, it was discovered that a fiber optic module sensor failure occurred and the iabp wouldn¿t function. There was no patient involvement and no adverse event was reported.